Event description:
The codman perforator did not stop when it was suppose to. Manufacturer response for perforator, codman disposable perforator (per site reporter). The complaint sample was evaluated and the reported complaint could not be replicated. The DHR review was conducted and no anomalies were found. A related complaint search was conducted for 1 year for codman and codman-service business units, for part number (B)(4) and lot hj9152; this returned zero additional complaints. No root cause was identified.